Manufacturer narrative:
The explanted device was returned to the MFR for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the patient was transplanted. The MFR received additional information indicating that the patient had been on 1a transplant status due to the power elevation trending upward.